Manufacturer narrative:
On march 1, 2022, mentor became aware that the patient initially suffered right breast pain, which prompted them to get an MRI on (B)(6) 2021. MRI results indicated that there are also prominent appearing lymph nodes with possibly thickened cortices in the left axilla. Complication on the right breast will be reported under mrn: 1645337-2022-03104 this medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On october 6, 2022, the mentor failure analysis lab received the device for evaluation. On october 17, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mod classic gel, 360cc breast implant was found to be ruptured and received in three parts. Additionally, shell abrasion was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Lymphadenopathy or palpable lymph nodes may be the result of bacterial or viral infection, neoplasm (primary or metastatic), or as the result of an idiopathic inflammatory process or foreign body reaction. There have been reports regarding movements of silicone gel material to lymph nodes even with or without evidence of rupture leading to lymphadenopathy. A number of epidemiology studies have evaluated large populations of women with breast implants from a variety of manufacturers and implant models. The studies do not taken together, support an association between breast implants and a diagnosed rheumatic disease. Other than one study, these studies do not distinguish whether the women had ruptured or intact implants. Because there were no supporting pathology reports or physician consultation summaries forwarded to product evaluation, we are unable to confirm the presence of or the possible etiology of the reported lymphadenopathy. Lymphadenopathy is a known complication associated with this surgery and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On january 27, 2023, mentor received additional information indicating that the patient had undergone bilateral replacement with unspecified silicone implants and right breast pocket revision.

Manufacturer narrative:
On march 30, 2023, mentor received additional information indicating that the patient was also diagnosed with right breast capsular contracture (baker grade iii). In addition, the patient's implants were replaced with the following devices: (left) 375cc mentor memorygel breast implant catalog: 3503751bc; lot: 9652874; sn: (B)(6) and (right) 350cc mentor memorygel breast implant catalog: 3503501bc; lot: 9667440; sn: (B)(6).

Manufacturer narrative:
On august 16, 2022, mentor became aware that the patient has been scheduled for breast implant removal surgery on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture, lymphadenopathy.

Manufacturer narrative:
On may 18, 2022, mentor became aware that the correct date of event was on (B)(6) 2021. In addition, the correct date of implantation was on (B)(6) 2012. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) white hispanic female patient, who's undergone primary breast augmentation with a 360cc mentor memorygel breast implant on the left breast, suffered spontaneous breast implant rupture, post-procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.